Event description:
It was reported that the physician was unable to fully extend the helix after approximately twenty turns. Additionally, there was approximately 1 to 2 millimeters of space still showing. It was also reported that there were small r-waves. Reprogramming was completed to adjust the sensing and the lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).